Manufacturer narrative:
Elevated complaint investigation will be initiated. The following mdrs are being submitted in association with this observation: 3005248192-2022-00984, 3005248192-2022-00985, 3005248192-2022-00986, 3005248192-2022-00987, 3005248192-2022-00988, 3005248192-2022-00989, 3005248192-2022-00990, 3005248192-2022-00991, 3005248192-2022-00992, 3005248192-2022-00993, 3005248192-2022-00994, 3005248192-2022-00996, 3005248192-2022-00997, 3005248192-2022-00998, 3005248192-2022-00999, 3005248192-2022-01000, 3005248192-2022-01001, 3005248192-2022-01002, 3005248192-2022-01003, 3005248192-2022-01004, 3005248192-2022-01005, 3005248192-2022-01006, 3005248192-2022-01007, 3005248192-2022-01008, 3005248192-2022-01009, 3005248192-2022-01010, 3005248192-2022-01011, 3005248192-2022-01012, 3005248192-2022-01013, 3005248192-2022-01014, 3005248192-2022-01015, 3005248192-2022-01016.

Event description:
The customer reported 158 false positive results for the alinity m resp-4-plex assay. 158 sids (sample ids) were reported as false positive across multiple targets (rsv, flu a, flu b and sars-cov-2) between 06/01/2022 and 10/07/2022. On (B)(6) 2022 sid: (B)(6) was positive for flu a when run on the alinity m assay, but was negative on gx and ausdx. (B)(6) was positive for flu b when run on the alinity m assay, but was negative on gx and ausdx. (B)(6) were positive for rsv when run on the alinity m assay, but were negative on gx and ausdx. The false positive results were not reported outside of the laboratory. There was no impact to patient management. The additional run dates associated with the158 sids will be reported under additional mdrs.

Manufacturer narrative:
An investigation of the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 was performed. Customer data review: the review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 is performing as expected for the flu a and sars-cov-2 targets. The reported samples are near or close to limit of detection (lod). Therefore, the results may not be reproducible. Different platforms may have different sensitivity therefore if the reported sample is near or close to lod, the result may not be reproducible. Quality data review: review of the manufacturing packet for the alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. CAPA review: a CAPA review of alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. Complaint history review: no records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint for the flu a and sars-cov-2 targets. Based on the results of the investigation, a product deficiency for the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 was not identified. An investigation of the rsv and/or flu b targets of alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 was performed. The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 follow up 01 3005248192-2022-00791 follow up 01 3005248192-2022-00735 follow up 01 3005248192-2022-00705 follow up 01 3005248192-2022-01123 3005248192-2022-01124 3005248192-2022-01125 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 follow up 01 3005248192-2022-00978 follow up 01 3005248192-2022-00979 follow up 01 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01 3005248192-2022-01017 follow up 01 3005248192-2022-01018 follow up 01 3005248192-2022-01148 3005248192-2022-00934 follow up report 1 3005248192-2022-00942 follow up report 1 3005248192-2022-00943 follow up report 1 3005248192-2022-00944 follow up report 1 3005248192-2022-00945 follow up report 1 3005248192-2022-00946 follow up report 1 3005248192-2022-00920 follow up report 1 3005248192-2022-00921 follow up report 1 3005248192-2022-00922 follow up report 1 3005248192-2022-00923 follow up report 1 3005248192-2022-00924 follow up report 1 3005248192-2022-00925 follow up report 1 3005248192-2022-00926 follow up report 1 3005248192-2022-00927 follow up report 1 3005248192-2022-00928 follow up report 1 3005248192-2022-00929 follow up report 1 3005248192-2022-00930 follow up report 1 3005248192-2022-00931 follow up report 1 3005248192-2022-01198 3005248192-2022-01199 3005248192-2022-01200 3005248192-2022-00707 follow up report 1 3005248192-2022-00757 follow up report 1 3005248192-2022-00718 follow up report 1 3005248192-2022-00964 follow up report 1 3005248192-2022-00965 follow up report 1 3005248192-2022-00966 follow up report 1 3005248192-2022-00967 follow up report 1 3005248192-2022-00968 follow up report 1 3005248192-2022-00969 follow up report 1 3005248192-2022-00970 follow up report 1 3005248192-2022-00971 follow up report 1 3005248192-2022-00798 follow up 01 3005248192-2022-01206 3005248192-2022-00800 follow up report 1 3005248192-2022-00801 follow up report 1 3005248192-2022-00742 follow up report 1 3005248192-2022-00883 follow up report 1 3005248192-2022-00884 follow up report 1 3005248192-2022-00885 follow up report 1 3005248192-2022-00886 follow up report 1 3005248192-2022-00887 follow up report 1 3005248192-2022-00888 follow up report 1 3005248192-2022-00889 follow up report 1 3005248192-2022-00890 follow up report 1 3005248192-2022-00891 follow up report 1 3005248192-2022-00892 follow up report 1 3005248192-2022-00893 follow up report 1 3005248192-2022-00894 follow up report 1 3005248192-2022-00895 follow up report 1 3005248192-2022-01207 3005248192-2022-01223 3005248192-2022-00899 follow up report 1 3005248192-2022-01239 3005248192-2022-01241 3005248192-2022-00878 follow up 01 3005248192-2022-00879 follow up 01 3005248192-2022-00880 follow up 01 3005248192-2022-00881 follow up 01 3005248192-2022-00882 follow up 01 3005248192-2022-00907 follow up 01 3005248192-2022-00908 follow up 01 3005248192-2022-00909 follow up 01 3005248192-2022-00910 follow up 01 3005248192-2022-00911 follow up 01 3005248192-2022-00794 follow up 03 3005248192-2022-00804 follow up 01 3005248192-2022-00912 follow up 01 3005248192-2022-00913 follow up 01 3005248192-2022-00810 follow up 03 3005248192-2022-00811 follow up 02 3005248192-2022-00812 follow up 02 3005248192-2022-00813 follow up 01 3005248192-2022-00816 follow up 01 3005248192-2022-00817 follow up 01 3005248192-2022-00818 follow up 01 3005248192-2023-00002 3005248192-2023-00005 3005248192-2022-00823 follow up 01 3005248192-2022-00824 follow up 01 3005248192-2022-00825 follow up 01 3005248192-2022-00826 follow up 01 3005248192-2022-00827 follow up 01 3005248192-2022-00828 follow up 01 3005248192-2022-00830 follow up 01 3005248192-2022-00831 follow up 01 3005248192-2022-00833 follow up 01 3005248192-2022-01022 follow up 01 3005248192-2022-01023 follow up 01 3005248192-2022-01024 follow up 01 3005248192-2022-00835 follow up 01 3005248192-2022-01025 follow up 01 3005248192-2022-01026 follow up 01 3005248192-2022-01027 follow up 01 3005248192-2022-00837 follow up 01 3005248192-2022-00839 follow up 01 3005248192-2022-00840 follow up 01 3005248192-2022-00842 follow up 01 3005248192-2022-00843 follow up 01 3005248192-2023-00006 3005248192-2022-00844 follow up 01 3005248192-2023-00007 3005248192-2022-00846 follow up 01 3005248192-2022-00847 follow up 01 3005248192-2022-00848 follow up 01 3005248192-2022-00849 follow up 01 3005248192-2022-00851 follow up 01 3005248192-2022-00852 follow up 01 3005248192-2022-00853 follow up 01 3005248192-2022-00855 follow up 01 3005248192-2022-00856 follow up 01 3005248192-2022-00862 follow up 01 3005248192-2022-00866 follow up 01 3005248192-2022-00869 follow up 01 3005248192-2022-00870 follow up 01 3005248192-2022-00875 follow up 01 3005248192-2022-00877 follow up 01 3005248192-2022-01108 follow up 01 3005248192-2022-01119 follow up 01 3005248192-2022-01120 follow up 01 3005248192-2022-01121 follow up 01 3005248192-2022-01122 follow up 01 3005248192-2022-00983 follow up report 1 3005248192-2022-00955 follow up report 1 3005248192-2022-01111 follow up 01 3005248192-2022-01112 follow up 01 3005248192-2022-01113 follow up 01 3005248192-2022-01114 follow up 01 3005248192-2022-01064 follow up 01 3005248192-2022-01065 follow up 01 3005248192-2022-01066 follow up 01 3005248192-2022-01030 follow up 01 3005248192-2022-01031 follow up 01 3005248192-2022-01032 follow up 01 3005248192-2022-01033 follow up 01 3005248192-2022-01034 follow up 01 3005248192-2022-01035 follow up 01 3005248192-2022-01036 follow up 01 3005248192-2023-00014 3005248192-2023-00015 3005248192-2022-01019 follow up 01 3005248192-2022-01028 follow up 01 3005248192-2022-01115 follow up 01 3005248192-2022-01116 follow up 01 3005248192-2022-01117 follow up 01 3005248192-2022-01118 follow up 01 3005248192-2022-01128 follow up 01 3005248192-2022-01129 follow up 01 3005248192-2022-01139 follow up 01 3005248192-2022-01140 follow up 01 3005248192-2022-01141 follow up 01 3005248192-2022-01143 follow up 01 3005248192-2022-01144 follow up 01 3005248192-2022-01145 follow up 01 3005248192-2022-01146 follow up 01 3005248192-2022-01147 follow up 01 3005248192-2022-01057 follow up 01 3005248192-2022-01058 follow up 01 3005248192-2022-01059 follow up 01 3005248192-2022-01060 follow up 01 3005248192-2022-01061 follow up 01 3005248192-2022-01062 follow up 01 3005248192-2022-01079 follow up 01 3005248192-2022-01080 follow up 01 3005248192-2022-01081 follow up 01 3005248192-2022-01082 follow up 01 3005248192-2022-01083 follow up 01 3005248192-2022-01084 follow up 01 3005248192-2022-01086 follow up 01 3005248192-2022-01087 follow up 01 3005248192-2022-01251 follow up 01 3005248192-2022-01201 follow up 01 3005248192-2022-01202 follow up 01 3005248192-2022-01203 follow up 01 3005248192-2022-01204 follow up 01 3005248192-2022-01205 follow up 01 3005248192-2022-01252 follow up 01 3005248192-2022-01253 follow up 01 3005248192-2022-01054 follow up 01 3005248192-2022-01209 follow up 01 3005248192-2022-01210 follow up 01 3005248192-2022-01211 follow up 01 3005248192-2022-01212 follow up 01 3005248192-2022-01213 follow up 01 3005248192-2022-01214 follow up 01 3005248192-2022-01215 follow up 01 3005248192-2022-01216 follow up 01 3005248192-2022-01217 follow up 01 3005248192-2022-01218 follow up 01 3005248192-2022-01219 follow up 01 3005248192-2022-01037 follow up 01 3005248192-2022-01038 follow up 01 3005248192-2022-01039 follow up 01 3005248192-2022-01040 follow up 01 3005248192-2022-01041 follow up 01 3005248192-2023-00082 3005248192-2022-01152 follow up report 1 3005248192-2022-01153 follow up report 1 3005248192-2022-01154 follow up report 1 3005248192-2022-01155 follow up report 1 3005248192-2022-01156 follow up report 1 3005248192-2022-01157 follow up report 1 3005248192-2022-01158 follow up report 1 3005248192-2022-01159 follow up report 1 3005248192-2022-01160 follow up report 1 3005248192-2022-01161 follow up report 1 3005248192-2022-01162 follow up report 1 3005248192-2022-01163 follow up report 1 3005248192-2022-01164 follow up report 1 3005248192-2022-01165 follow up report 1 3005248192-2022-01166 follow up report 1 3005248192-2022-01167 follow up report 1 3005248192-2022-01168 follow up report 1 3005248192-2022-01169 follow up report 1 3005248192-2022-01170 follow up report 1 3005248192-2022-01171 follow up report 1 3005248192-2022-01172 follow up report 1 3005248192-2022-01173 follow up report 1 3005248192-2022-01174 follow up report 1 3005248192-2022-01175 follow up report 1 3005248192-2022-01176 follow up report 1 3005248192-2022-01177 follow up report 1 3005248192-2022-01178 follow up report 1 3005248192-2022-01179 follow up report 1 3005248192-2022-01180 follow up report 1 3005248192-2022-01181 follow up report 1 3005248192-2022-00984 follow up 01 3005248192-2022-00985 follow up 01 3005248192-2022-00986 follow up 01 3005248192-2022-00987 follow up 01 3005248192-2022-00988 follow up 01 3005248192-2022-00989 follow up 01 3005248192-2022-00990 follow up 01 3005248192-2022-00991 follow up 01 3005248192-2022-00992 follow up 01 3005248192-2022-00993 follow up 01 3005248192-2022-00994 follow up 01.